Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) didn't have any of the sealant and when the button was pushed, there was no sealant. The sealant was not missing from the device, there was difficulty in deploying sealant. The sealant did not advance and was delivered outside of body. Hemostasis was achieved by manual pressure for 15 minutes and the patient recovered. There was no reported patient injury. The device was used in a diagnostic procedure with a retrograde approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The user was certified in mynx. The device was not returned for evaluation. The reported event of ¿sealant misdeployment-complete¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, handling factors of the device (such as incomplete (such as incomplete shuttle advancement) are possible since it was reported that the sealant was not advance and there was no reports of resistance experienced. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the deployment issues. Based on the information available for review, there is no indication that this event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) didn't have any of the sealant and when the button was pushed the button, there was no sealant. The sealant was not missing from the device, there was difficulty in deploying sealant. The sealant did not advance and was delivered outside of body. Hemostasis was achieved by manual pressure for 15 minutes and the patient recovered. There was no reported patient injury. The device was used in a diagnostic procedure with a retrograde approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user is certified in mynx. The device was not returned for evaluation.